Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the missing door latch is unknown. The device was removed from service. If any additional relevant information is received, a follow-up MDR will be submitted. The problem cannot conclusively be assigned to a human factors issue.

Event description:
During product servicing by a technician, a flo-gard infusion pump was found to have a missing door latch. No additional information is available.